Event description:
Customer states AED was used in a rescue and did not advise of a shock. They looked at the stored rescue data file and believed the unit should have delivered a shock. Paramedics arrived on scene, using their own defibrillator and delivered 3 shocks. Patient outcome is unknown.

Manufacturer narrative:
Unit has not been evaluated yet. A follow-up report will be submitted once investigation is complete.